Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.